Manufacturer narrative:
Update - on (B)(6) 2016, patient came in for routine follow up at the clinic. Upon interrogation, many tachy events were stored. These events mainly showed noise on the rv lead, sensed by the device as tachy. Patient was booked for lead extraction. In the lab tests on the header was done to confirm lead issue. This was the case. Lead was removed and returned for analysis. Attempt to implant an OEM lead, but with no success due to stenosis so it was decided to send patient for an epicardial lead. Device was set to back up vvi pacing on 40bpm till epicardial implant. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular between 53 cm and 58 cm distal to the is-1 connector pin the insulation was severely damaged due to abrasion. This damage can be considered as the root cause of the clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. Diagnostic images clarifying this assumption were not available. Further damages most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - boston scientific received information that this rv lead has noise. The patient complained of increased fatigue. There were fluctuating impedances. It was suspected that there may be insulation degradation. It was decided to program the patient to lv pacing only at this time.